Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-140mg/dl fasting. Verified test strips expire 10/31/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns:the customer is concerned with the results of 187,159,182 and 167 in the meter's memory.